Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received; however, the cause of death was not provided.per the operative report of (B) (6) 2009, there was large amounts of bleeding during the operation. Attempts were made to control the bleeding. "We had contacted the family and they were well apprised of the grave situation as we went to the intensive care unit with the patient on extracorporeal membrane oxygenator. He left the operating room in very, very critical and unstable condition."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had 3 other devices implanted. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
A falsely elevated troponin I result was obtained. The result was not reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.